Event description:
A distributor contacted zoll on (B)(6) 2015 to report that a (B)(6) female stated the lifevest was too tight and caused irritation and bruising under the electrodes. The patient was re-measured and re-fitted. The patient stated that she is allergic to metal. Follow-up indicates that rash did not improve due to the patient's metal sensitivity and the patient was going to seek medical attention.

Manufacturer narrative:
Device evaluation: electrode belt sn (B)(4) was not returned to the manufacturer. There is no indication of a device failure associated with this event. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.